Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 400 mg/dl. At the time of report the customer had not addressed the elevated bg. No third-party assistance was required. Customer changed cartridge and infusion set to address the issue.